Event description:
It was reported that the middle piece of an offset reamer handle broke. There was no patient impact or consequences. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - reamer. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.